Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review was unable to identify any relevant service history for the device during the review period because the serial number was not provided.

Event description:
It was reported that the patient experienced repeated downstream occlusion alarms when changing to a new cassette, including an instance where the alarm was triggered after the pump was accidentally bumped. There was patient involvement and no harm reported.

Manufacturer narrative:
The customer stated that the patient has two possible serial numbers but was unable to indicate which one experienced the error. The possible serial numbers are (B)(6) and (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.